Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose of > 600mg/dl. Patient received no unusual treatment. During troubleshooting, the patient alleged that the pump had lost prime more than 3 times that day. Customer support attributed the bg excursion to training/misuse: incomplete prime steps. This complaint is being reported as the patient experienced hyperglycemia related to user error.